Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed atrial fibrillation on the right ventricular (rv) channel and delivered inappropriate therapy. Additionally, a decrease in rv sensing amplitudes, and an increase in both rv pacing thresholds and rv pacing impedances was observed. A lead revision was performed and the rv lead was explanted and replaced. After the revision, x-rays from implant and the revision were compared. It was observed on the x-rays that the helix appeared to have retracted after the implant procedure. Boston scientific technical services (ts) discussed possible explanations for this observation, including a loose set screw connection. The rv lead was discarded and will not be returned. This ICD remains in service. No additional adverse patient effects were reported.